Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was around 50-60 mg/dl, and the patient ate food to increase the blood glucose level. After this, the patient experienced being sweaty, pale, dizzy, shaking, had blurry vision and almost fainted. The patient asked his fiancée for help, who called an ambulance and treated the patient with insulin per injection. Before the ambulance arrived, the patient started to feel better. When a fingerstick was taken the cgm was reading 50-56 mg/dl, and the blood glucose reading was 400 mg/dl. The patient was treated with further insulin injections by the paramedics. The patient recovered at home and did not need to be brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.